Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator (cls) implant site. A cls revision was performed to resolve the issue.

Manufacturer narrative:
The device remains implanted and is not available for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result". The root cause for the pocket pain remains unknown.